Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the analyzer service history, and a review of product labeling. A 12 month search for similar complaints identified one additional complaint associated with the waste probe that documents a service representative whose hand was stuck by the waste probe during its removal. A review of the tracking and trending data did not identify any trends or systemic issues. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. The waste arm probe did not require replacement but was considered the likely cause for this complaint. Labeling was reviewed and found to be adequate. A cross functional team determined the incident was due to a use error in that the service specialist did not follow all required precautions as indicated in the service procedures, specifically, caution with regard to probe stick hazards. The injury to the fses wrist was not caused by a malfunction of the waste probe or the analyzer. Based on all available information and abbott diagnostics' complaint investigation both a product deficiency and malfunction were not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the abbott field service engineer (fsr) was injured during the repair of the architect i2000sr. The fsr was sent to the ER and was prescribed hiv prevention drug truvada for 1 month. The sample probe tore through the fsrs glove and broke the skin above the wrist. No stitches were required.